Event description:
(2/2 reference (B)(4) for related complaints) (documenting cassette lot no 4219999) it was reported that multiple pump no disposable alarms while using cadd legacy pump 332116 and 100 ml flow stop cassettes from lot 4219999 expiration 16/nov/2026. No further details provided.